Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the implant had moved a lot and sticks out of her skin. The patient said laying down hurts. The patient even though the device is sticking out sometimes and the communicator cannot find the device. The patient said the physician is considering moving the ins. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.